Manufacturer narrative:
Failure analysis investigations replicated the reported failure, and the error could be confirmed as having occurred via the field error logs. The logs showed multiple 23087 and 23118 errors occurring and pointing to the insertion axis. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it triggered a 23087 error. The unit was also tested on a test platform where it got hung on the sensors check test. A golden insertion chip encoder virtual absolute (cva) flat flex cable (ffc) and cannula ffc were installed, and the unit passed the sensors check on retry. During investigation, there was no fluid intrusion found in the cannula or around the insertion cva printed circuit assembly (pca).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, universal surgical manipulator (usm) 2 was not responsive, and there were repeated recoverable errors on the usm. The customer had to disable usm 2 after the error reoccurred four times within minutes. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and found repeated error 23087 reported by universal motion controller (umc) 1 and pointing to an issue with usm 2. The procedure was completing as planned with no reported injury.